Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specifications during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) an enrhythm model p1501dr device was returned to medtronic after 40 months of service because premature battery depletion. Analysis by the submitter calculated that the device lasted approx 80% of its longevity. The usage parameters in the field were not available so a more accurate estimate could not be made. The device was opened and the battery was found to be depleted down to 2.817 volts. No evidence of a battery issue was noted. The nominal conditions reported by the submitter were confirmed. Overall current drain, pacing output, telemetry, reference voltages, and physical attributes were noted to be nominal. The device was placed in a controlled thermal chamber at 57c for 48 hours to attempt to re-introduce a possible pre-existing failure condition. No anomalies were noted.